Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter ripped while being introduced. The following was received from the initial reporter. Catheter ripped when introduced into the skin.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
Catheter ripped when introduced into the skin. ____ customer provided to us the additional information below. ¿ was there any harm to the patient/caregiver? (Detail) the patient suffered slight damage due to having to perform a new puncture. ¿ was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no. ¿ was there exposure to blood or chemotherapy to mucous membranes or skin? (Detail) no. ¿ before puncture, was there a 360° turn to release the adhesion between the catheter and the needle? Yes. ¿ during the puncture, was blood reflux observed in the device chamber before the needle was withdrawn? Yes. ¿ before use, was the catheter observed to be pierced by the needle? The catheter was salined and it was not observed that it was perforated. ¿ when is the needle removed, before or after inserting the catheter into the vessel? (Ex: advanced catheter and then removed needle; removed needle before advancing catheter); before catheter inserted. ¿ approximately how many degrees was the puncture angle (of the device in relation to the patient's skin)? 45º. ¿ could you forward photos and/or videos that show the deviation in the product? The catheter was sent to the warehouse.

Manufacturer narrative:
Pr 8466935 follow up emdr for correction and device evaluation: correction: initial MDR was submitted for the incorrect material and lot number. Section d4 updated to reflect correct material and lot. Material: 38181114 lot :2335726. Updated device evaluation after sample was received: two used samples were provided to our quality team for investigation. Functional testing was performed and a tear in the tubing, consistent with needle tip damage, was observed. A device history review was performed for reported lot 2335726, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing controls are in place to detect damage to the device, no issues were found during manufacturing for the reported lot. Based on the sample evaluation and our quality teams' investigation, we cannot identify a root cause related to our manufacturing process at this time. It is likely the tear occurred during the insertion of the device. Complaints for the device and reported condition will continue to be monitored for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter ripped while being introduced. The following was received from the initial reporter. Catheter ripped when introduced into the skin.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2023 was used based on age of patient. H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.